Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (500 milligram, route, duration and frequency not reported) and amikacin (250 milligram, intraperitoneally, frequency and duration not reported) for the peritonitis. Patient outcome was unknown. Action taken with dianeal therapy was not reported. Additional information is not available.